Event description:
This is filed to report the gripper actuation issue. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The patient was reported to have bilateral restricted leaflets. The xtw clip was prepared and introduced per the instructions for use. Grasping was attempted approximately eight times unsuccessfully. It was noted on the transesophageal echocardiogram (tee) that the anterior gripper was not lowering to 120 degrees like it should. Troubleshooting included cycling the lock lever and gripper lever, opening and closing the clip and the anterior gripper still would not lower completely. The xtw clip was removed. Two mitraclip xt devices were introduced and deployed resulting in a successful mild mr result. The patient remained stable and this did not result in extended case times. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported gripper actuation issue could not be determined. A cause of the reported inability to grasp the leaflets successfully could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.